Event description:
The customer reported an oil mist. Attempted to follow-up with the customer regarding potential physical complaints related to the reported oil mist, the customer was not available. The asp field service engineer repaired the unit.